Manufacturer narrative:
Additional information received indicates that the reason for replacement was that the patient could no longer tolerate the anti-coagulation medications required with a mechanical valve. The physician decided to explant the mechanical valve and replace it with a bioprosthetic valve so that the patient would no longer need to take anti-coagulation medication. There was no failure with the device. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If additional information is received, a supplemental report will be sent.

Event description:
Medtronic received information that eight years, seven months post implant of this aortic mechanical valve, the device was explanted and replaced with a bioprosthetic valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.